Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). The device was explanted and replaced. No additional adverse patient effects were reported.